Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 approximately four weeks post implant, which is indicative of battery voltage too low for the projected remaining capacity. Subsequently, this patient was hospitalized pending boston scientific technical services (ts) recommendations. Data from this device was reviewed by ts, who confirmed the device may have malfunctioned. Accordingly, ts recommended bringing the patient in for follow-up and performing a "memory dump" for further analysis. Otherwise, the conservative recommendation was to replace the device and return it for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 approximately four weeks post implant, which is indicative of battery voltage too low for the projected remaining capacity. Subsequently, this patient was hospitalized pending boston scientific technical services (ts) recommendations. No additional adverse patient effects were reported. Data from this device was reviewed by ts, who confirmed the device may have malfunctioned. Accordingly, ts recommended bringing the patient in for follow-up and performing a "memory dump" for further analysis. Otherwise, the conservative recommendation was to replace the device and return it for detailed analysis. At this time, current evidence suggests this device remains implanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Please note: patient code 3191 was applied to capture the reportable event of surgery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 approximately four weeks post implant, which is indicative of battery voltage too low for the projected remaining capacity. Subsequently, this patient was hospitalized pending boston scientific technical services (ts) recommendations. Data from this device was reviewed by ts, who confirmed the device may have malfunctioned. Accordingly, ts recommended bringing the patient in for follow-up and performing a "memory dump" for further analysis. Otherwise, the conservative recommendation was to replace the device and return it for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.